Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - patient with dental implant in function for months. Radiographic exam showed bone loss around the implant and implant presented mobility.